Event description:
Customer reported that while pipetting an htlv I/ii plate on summit it was reported that an uneven well volume was observed in position a2 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.